Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 500 mg/dl at the time of the incident. The no delivery alarm was a past event that happened a couple of days ago. Customer reported that the alarm was resolved by a complete set change. Customer changed out the site and stated that she got the alarm later during the day during a basal. Customer noticed that her blood glucose was in the 500's mg/dl, so she tried to bolus and she received another no delivery alarm. Customer changed out the site and that resolved the issue. Customer was advised to do a complete set change as soon as possible. Customer does not want to return the set or reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.